Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube approximately 0.100" from the distal tip. Material approximately 0.190" x 0.139" was found missing. Components adjacent to this broken main tube show damage which may indicate potential mishandling.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps instrument broke inside patient. The assisting surgeon attempted to remove the instrument from the trocar but was unable to due to the angle of the broken instrument. The assisting surgeon removed the trocar and instrument while the primary surgeon visualized removal from the console. The primary surgeon saw fiberglass fragments imbedded into the tissue surrounding the port site during removal. The surgeons worked together and removed three fragments while the circulator and robotic coordinator contacted the intuitive surgical, inc. (Isi) hotline and their representative. The representative said did not have any recommendations in regard to finding additional fragments. The intuitive rep contacted technical support. When asked whether the instrument tip would be detected on a computed tomography (CT) scan, the technical support engineer (tse) noted that the tip was radiopaque and could be detected with an x-ray. The tse did the surgeons assessed the instrument and fragments taken out of the patient. Together, they decided that they there were no large fragments missing. The robotic coordinator recommended irrigating the abdomen to pick up any small, nonvisible fragments. Irrigation was performed. One additional fiberglass piece was found while closing the trocar site and it was removed with a scalpel. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and it appeared to be normal. The surgical task being performed at the time of the fragment falling into the patient was not noted; however, this was a grasping only instrument, so it was either holding patient tissue or manipulating it when the incident occurred. It was unknown what the surgeon believed was the cause of the instrument breaking or the fragment fall into the patient. There were no difficulties noted during the use. It was unknown for how long the instrument was used. There was no issue with the functionality of the instrument during use prior to the issue. The instrument didn't collide with any other instruments or the hard materials. The fragment did not fall into the patient due to an instrument tip/accessory collision. The instrument was not removed prior to the instrument breakage. Upon final removal of the instrument, the surgical staff didn't notice any damage to the cannula. The instrument was noted to have damage after the event occurred. All visible fragments were retrieved; fragments were irrigated to retrieve smaller nonvisible fragments. The davinci hotline did not have any recommendations for determining if smaller fragments were left behind. No additional surgical procedures were required to remove the fragments. However, additional time was taken to retrieve fragments and to troubleshoot. No post operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The customer compared the missing pieces and determined it did not warrant imaging. The customer discussed an incident with the patient postoperatively and she declined additional imaging. The procedure was completed robotically. When the trocar and instrument were removed, fragments were found in the patient tissue. Visible fragments were removed, but there was no way to determine if all pieces were retrieved due to the instrument breaking. The patient has not returned to the hospital due to experiencing any post-surgical complications related to foreign objects. The patient had a telephone and in person visit without noted complications. The instrument was returned but the fragments were sent to pathology.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.